Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. A (B)(4) flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The keypad has a small tear near the ok key. The keypad symbols were found to be worn. All keys are responsive to user input. A time and date rest to the default was observed in the black box on (B)(6) 2013. The display screen has a pinkish contrast. Removed the pump cover and inserted a new test screen. The test screen powers on to the verify screen with normal contrast and no discoloration. A visible examination of the bt1 internal battery showed it was leaking. Unable to duplicate the complaint during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump is not delivering basal/bolus. The patient stated that the disconnected and watched delivery and there was no basal seen. The patient while disconnected primed 8.2 units and did not see insulin. The second time primed 9.2 units with drops seen. Customer support asked the patient to air bolus and delivered 3.05 units but the patient stated not even a drop came out. The patient had high blood glucose (bg) levels for the past week ranging from 332mg/dl to 550mg/dl without symptoms. The patient stated that he changed his site every two days. The patient stated that the totals are adding up but patient reports not seeing more than a few drops total coming out. The patient stated that the cartridge is tight and intact and no air in tubing or cartridge noted. This report is being made due to the patient's alleged hyperglycemic event that resulted from an alleged history settings issue.